Event description:
It was reported that the implantable pulse generator (ipg) had migrated under the patient's arm. A pocket revision was performed. The ipg remains in use. No patient complications have been reported as a result of this event.